Manufacturer narrative:
The 510 (k) # k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/31/2011)-device evaluation: a DHR (device history record) was requested and no deviations, non-conformances, or reworks were observed. The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging that the patient was unable to test their blood glucose on the one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed the by the reporter. The reporter mentioned that the alleged issue began on the evening of (B)(6) 2011. Due to the alleged issue the patient was unable to test their blood glucose. Approximately 30 minutes later the patient developed symptoms of "hi blood sugar symptoms". The patient ate less food/drink and did not seek any further medical attention or contact their physician for assistance. Customer care advocate (cca) found out that the patient was testing in the memory mode and the alleged issue was resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, exact symptoms and how long symptoms lasted. The product was replaced. The complaint is being reported since the reporter alleged that since the patient was unable to test his blood glucose, he later developed symptoms suggestive of a serious injury.